Event description:
During an incident on 11/26/01 involving a male patient with chest pains,the difibrillator,using conmed monitoring pads experation dated 07/2002,shut down after approximately 5 minutes.it was repowered on and it shut down about 2 minutes later.again it was turned on and it shut off about 2 minutes later.the patient was transported to a hospital alive.